Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two short port black inflation valves popped out. As a result the balloons would not remain inflated. An accessory kit was used to complete the procedure. The hospital did not report any pt complications. This report is for the first device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).